Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D10: tsvb13, impl tapered scr-v sbm 3.7mm 3.5mm 13mm e1: email address unknown / not provided. G4: PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a broken screw within the implant at tooth location #10. The screw could not be removed, therefore the implant had to be removed and was replaced with larger implant. Symptoms as a result of the event: pain and edema.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. Zimvie received one (1) unknown zimmer screw for evaluation. Visual evaluation was performed, a fractured screw was stuck inside the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the excessive loading on abutment/implant assembly. Therefore, based on the available information, device malfunction did occur. A fractured screw was stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.